Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude (B)(6), ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid right coronary artery with moderate tortuosity, mild calcification and 99% stenosis. A 2.00x12 mm tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc balloon was soaked prior to use and air aspiration was performed outside the patient anatomy. The bdc was advanced toward the target lesion and the balloon was inflated multiple times. During the third inflation the balloon ruptured at 8 atmospheres. The bdc was removed and replaced with a non-abbott bdc to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.